Manufacturer narrative:
9735665: work order completed. 9735773: battery was tested and found fully depleted. Battery won't hold charge. Only read .90 volts or less. When plugged into working charging system, battery would not accept a charge. Issue was able to be duplicated. Failure confirmed. 9735787: tested ups and found fets shorted (electrical short). Readings at battery terminal are 0 vdc and ~158 kohms resistance at both polarities. Issue was able to be duplicated. Failure confirmed. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system powers down immediately when unplugged. A manufacturing representative checked the voltage exiting the battery, and there were none. The battery needs to be replaced. There was no patient involved.